Event description:
A user facility reported to olympus that the device was only seen on the screen when using "old series" colonoscopes with the olympus, model cv-190, evis exera iii video system center; the device could not be seen with the new series scopes. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated or confirmed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon ¿device can only be seen on the screen with the old series colonoscopes, it cannot be seen with the new ones¿ was not confirmed nor reproduced. The top cover is scratched and bent. It is possible that the cable connecting the cv and clv got disconnected, however, it cannot be confirmed. Olympus will continue to monitor field performance for this device.